Manufacturer narrative:
.

Event description:
It was reported that chest x-ray taken one day post implant showed the tension on atrial lead was very tight. The pocket was opened to adjust the slack on the lead.